Event description:
Same case as MFR# 6000089-2006-00953. It was reported that 670 days following a coronary artery durg eluting stenting treatment procedure, a target vessel re-intervention was performed. The patient underwernt cardiac catheterization in april 2004 which revealed three target lesions. Target lesion one was an 80% stenosed, b1-type lesion located in a mildly tortuous distal circumflex (cx) artery. The lesion was 15mm in length and 3mm in diameter. The lesion was treated with cutting balloon angioplasty and placement of taxus express 3.00 x 20mm stent. This device is not associated with this event. Target lesion 2 and 3 bifurcated lesions of the proximal left anterior descending (lad) and the 1st diagonal arteries. The lesion in the lad wa 3.5mm in diameter and 16mm in length. The artery was mildly toruous. The physician pre-dilated the lesion with a cutting balloon at 12atms. The lesion in the 1st diagonal was 2.5mm in diameter and 12mm in length. The artery was moderately toruous. The physician pre-dialted the lesion with a cutting balloon at 6atms. The physician deployed a taxus express2 2.75 x 32mm stent in the lad and a taxus express2 2.50 x 24mm stent in the 1st diagonal using the crush technique. Both stents were post dilated. The results were 0% stenosis with timi-3 flow. During hospitlization, the patient also had stent placement in the left and right iliac arteries. The patient was discharged one day following the procedure on aspirin and plavix. The patient was admitted to another hospital in 2006 due to syncope and anterior chest pain. The patient was ruled out for myocardial infraction with negative cardiac enzymes. A CT scan of the chest and abdomen were suspicious for renal cell carcinoma with possible metastases. An excercise treadmill test showed no st segment criteria for ischemia and was stopped due to shortness of breath and lightheadedness. An angiography was performed 670 days following the initial procedure and revealed the proximal lad stent had 90% stenosis at the proximal end and 60% restenosis of the 1st diagonal stent. The taxus stent implanted in the cx was patent with 40-45% stenosis. The patient was transferred to the study site for further intervention the same day. The physician performed cutting balloon angioplasty and implanted a 3.50 x 13mm cypher stent in the proximal lad. The patient was discharged the following day on aspirin and plavix. The device relationship was indicated as being probable.